Event description:
It was reported that the attune femoral impactor broke into pieces when using to impact the definitive attune cementless femur implant used in the case. The posterior saw capture was broken when handed to the surgeon. The plastic hook that secures the capture to the block for use had lost its hook part on the tab that holds it in a locked position such that the capture good pull or be shaken off the block without it holding as it should. There was no patient or user harm. There was no significant delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.